Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the lcp reconstruction plate broke through the fourth combi-hole of the plate. The plate is seriously bent and presents marks and scratches on the top and bottom surfaces of the plate. The fracture surface shows no irregularities but some abraded and shiny areas; indicating that after breaking the two fragments rubbed against each other causing further destruction of the fracture surfaces. The investigation found no manufacturing related non-conformances. No abnormality was found during production; all measurements were in specification. The material of the lcp reconstruction plate is in compliance with the international standards for implants made of ticp. The dimensions of the plate were checked (as far as measurable) and found to be in compliance with the technical drawing as well. The information given did not provide sufficient evidence for an exact determination of the failure reason. No evidence of manufacturing or material deficiencies was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 27, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the clavicula plate implanted on (B)(6) 2015 broke post-operatively and was removed on (B)(6) 2016. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.